Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of complete mesh removal. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The explant surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a total vaginal hysterectomy with bilateral salpingectomy + uterosacral ligament suspension + anterior and posterior repair with enterocele repair + retropubic mid urethral sling with advantage fit sling + cystoscopy procedure performed on (B)(6) 2018 for the treatment of stress urinary incontinence, cystocele, incomplete uterine prolapse and rectocele. After the implant surgery, the patient had severe genito-pelvic pain related to vaginal penetration or dyspareunia and scar in the bladder. On (B)(6) 2019, the patient underwent complete mesh removal. Bleeding within the airway occurred, anesthesia consulted ent and the bleeding was controlled. The patient was awakened from anesthesia without difficulty.

Manufacturer narrative:
Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The explant surgeon is: dr. (B)(6). Block h6: patient code e1405, e2330 and e1310 captures the reportable event of dyspareunia, pain, and urinary tract infection. Impact code f1903 captures the reportable event of complete mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a total vaginal hysterectomy with bilateral salpingectomy + uterosacral ligament suspension + anterior and posterior repair with enterocele repair + retropubic mid urethral sling with advantage fit sling + cystocospy procedure performed on (B)(6), 2018 for the treatment of stress urinary incontinence, cystocele, incomplete uterine prolapse and rectocele. After the implant surgery, the patient had severe genito-pelvic pain related to vaginal penetration or dyspareunia and scar in the bladder. On (B)(6), 2019, the patient underwent complete mesh removal. Bleeding within the airway occurred, anesthesia consulted ent and the bleeding was controlled. The patient was awakened from anesthesia without difficulty. Additional information received on january 12, 2022: on (B)(6), 2019, the patient presents for cystoscopy with complaints of urethral pain and recurrent urinary infection. She also reported back pain, pain in the legs with walking, and dyspareunia. The patient's pelvic examination shows a band of tissues in the mid-urethral plane, which is likely a roll of vaginal epithelium overlying the mesh sling and is very painful when touched. The patient tolerated the procedure quite well and agreed to undergo mesh excision and cystourethroscopy. On (B)(6), 2019, patient presented to the physician for post removal of midurethral sling mesh vaginally and cystourethroscopy assessment. Her visit diagnoses include mixed stress and urge urinary incontinence.